Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients remote was showing communication failed due to the age of the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients remote was showing communication failed due to the age of the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patients remote was showing communication failed due to the age of the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.